Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of solent proxi thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ proxi was selected for a thrombectomy procedure in the fistula. Aspiration was initiated inside the body for approximately 12 seconds. However after one pass was made, an error message to check saline supply displayed. The catheter was checked and reset and the same message persistently displayed. Aspiration stopped and they stopped using the catheter. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was fine.